Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence. The imaging evaluation determined that post-operatively, the septal leaflet of the tricuspid valve appears not captured and disengaged from the evoque valve. There was limited intra-procedural imaging provided for review so a root cause could not be determined. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, on post-operative day (pod) 2, the valve migrated from its deployment position and it was explanted on pod 6. Edwards received notification of an evoque valve in tricuspid position where, after valve release, there was a slight valve rocking noticed posteriorly that was resolved after a couple of minutes. The valve was deployed at annular level, slightly lower laterally 5-10mm. The result was optimal with trace transvalvular tricuspid regurgitation (tr), no paravalvular leak (pvl), and no rocking. On pod 2, the valve migrated from its deployment position. On pod 6, the valve was explanted. Per last information received, preliminary viewing of intraoperative echo suggests that the anchor lost septal leaflet capture and there may have been a posterior detachment shortly after the release. Post-operative echo shows 'rocking' of the valve, which may have caused leaflets on posterior and septal side to be ripped, as they were stuck between the valve and the anchors.